Manufacturer narrative:
Additional information received regarding the ongoing cartridge alarms.

Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Ultimately, the customer reverted to an alternate method insulin therapy. The customer's blood glucose (bg) level was "high" with ketones, although a specific value was not given. The customer attempted to address the elevated bg by a manual injection and a correction bolus via pump. On (B)(6) 2026 the customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer was treated with a mix of fast and long acting insulin and blood pressure treatment. Treatement resolved the issue and there was no permanent damage. The customer was released on (B)(6) 26.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection, and correction bolus via pump to address their bg. The customer reverted to an alternate method insulin therapy.